Event description:
Additional information: it was reported that a new spinal segment of the catheter was placed. There were no doctor or patient complaints at this time. The patient was believed to have been doing better post catheter revision.

Manufacturer narrative:
Product ID 8703w, serial# (B)(4), implanted: (B)(6) 1997, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced withdrawal with symptoms of nausea and vomiting. The catheter had dislodged. A catheter dye study confirmed that the catheter migrated out of the intrathecal space. The patient had increased pain associated with the catheter migration. A catheter revision was scheduled. The pump was delivering fentanyl, baclofen and morphine. Additional information has been requested but was not available at the time of this report.